Event description:
(B)(4). Feeling tired all the time, when period comes having joint pain in left hip and left side, headaches, bumps popping up in joint areas that are painful, hot flashes, loss of libido, painful sex, memory loss, brain fog, dry skin.